Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had stuck flange detect switch. There was no patient involvement.

Event description:
It was reported that the device had stuck flange detect switch. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of stuck flange detect switch was confirmed. On 19-sep-2024, 2 pcas were received unboxed and with paperwork. 2 pcas when attached to lab pcu failed asm testing. Binary switches test failed at flange detect out. Device to be returned to san diego repair center for processing. Spring flag leaf changed during the failure investigation solved the problem. 2 pcas unit was fixed by the investigator in ops lab. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service